Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert that device reset had occurred was observed. A device download was successfully performed. The alert was cleared, and the device was restored to normal operation.